Event description:
The pt's nurse was absolutely sure that she had programmed the pump at 0.7 mcg/kg/hr, but when she went back to check on the pt, the pump somehow was infusing all the medication - precedex - within minutes. The nurse looked at the pump when it finished and it showed that the pump was running 10 mcg/kg/hr.